Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed requesting assistance with arctic sun device reported to be not cooling. Ran calibration and device gave error 80 (water check time out - unable to reach calibration temperature). Transferred to ttm remote for follow up. Per sample evaluation results on 29aug2024, it was reported that during decon, level sensor reading full after sanitization cycle, installed test io board.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed requesting assistance with arctic sun device reported to be not cooling. Ran calibration and device gave error 80 (water check time out - unable to reach calibration temperature). Transferred to ttm remote for follow up. Per sample evaluation results on (B)(6)2024, it was reported that during decontamination, level sensor reading full after sanitization cycle, installed test io board.